Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable pulse generator (ipg) was associated with several issues, including atrial noise oversensing, and far field r waves, which possibly triggered false atrial tachycardia/atrial fibrillation episodes. Additionally, short ventricular-ventricular (v-v) intervals were noted, with the sensing integrity counter showing 364 such intervals. No ventricular oversensing was observed on the presenting rhythm or recorded episodes. Facility and local representatives were notified. The right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.